Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change out procedure. Upon interrogation, it was revealed that the patient's right ventricular lead exhibited a high capture threshold. The physician elected to cap and replace the lead during this procedure on (B)(6) 2020. The patient was stable.